Event description:
Yesterday and today, I found two non-permeable needles in the opened package of pen needles. I had thrown away the individual needles I had collected over time. But now I have had enough, so I am writing to you about it. So far, I have had more than 5% scrap, which I think is too much. Assuming I had the 2 needles with me as a replacement for the day with the pen, I would be completely lost. How do you see that? Unfortunately, I no longer have the box supplied because I put the needles in a different container. I am happy to answer any questions. Apart from this we don¿t have any other information to share with you. Comment: country event consider as germany because event description native language is german.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.